Event description:
Philips received a complaint on the mrx defibrillator has error at startup. There was reportedly no patient involvement. The fse evaluated the device at the site. The therapy capacitor was found to be malfunctioning causing the paddle malfunction. The therapy capacitor was replaced, and the device returned to normal operation. No further evaluation is warranted at this time.